Event description:
During the implant surgery of a pulmonary valve allograft in 2004, the o.r. Staff performed a swab culture of the tissue (pre-implant culture). The laboratory reported microbiology results of clostridium and aspergillus for the pre-implant culture. The patient was placed on a two week regimen of prophylactic antibiotics. No definitive signs of infection were noted at any point during the patient's clinical course.